Manufacturer narrative:
Patient information was not made available from the site. This site reportedly declines to release patient demographic information. On (B)(6) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 - software analysis was unable to determine probable cause with the information provided and as the reported behavior could not be replicated. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged being unable to track the biopsy needle. At first they were in a tumor resection procedure, however, after switching to a biopsy procedure the surgeon was still unable to track. In trouble-shooting, the medtronic representative walked the surgeon through the biopsy workflow steps, over the phone, to ensure that they were following the proper process. The site claimed that they had changed the camera angle to be more perpendicular to the needle, but the issue persisted. A second biopsy needle was opened, which did not resolve the issue. The surgeon opted to continue the procedure without the use of the navigation system and obtained the desired sample. Delay in therapy was less than one hour. There was no impact on patient outcome.